Event description:
It was reported by service report that a patient was burned by the unit. No medical intervention was reported.

Event description:
It was reported by service report that a patient was burned by the unit. No medical intervention was reported.

Manufacturer narrative:
The reported issue of a patient allegedly being burned by the product was not able to be confirmed as the information was not able to be provided from the customer. The customer did not specifically allege a product malfunction.